Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed three openings assessed as surgical damage. Infection-ndr: unable to observe as it is not related to the device. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported right side treatment due to infection. No indication of reoperation or surgical treatment. Later, healthcare professional reported right side rupture. Device has been explanted. Patient states she got mastisis from breast feeding.

Event description:
Patient reported right side treatment due to infection. No indication of reoperation or surgical treatment. Later, healthcare professional reported right side rupture. Device has been explanted. Patient states she got mastisis from breast feeding.

Manufacturer narrative:
Continued: h6- f1905. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted. Information contained in this report was previously submitted through psr on 07/26/2011.